Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump, did not experience repeat of malfunction after reset, and was advised to continue using pump and call back if problem recurred, which customer acknowledged and understood.